Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they are unable to upload information to the carelink. Customer also has received an unexpected restart alarm and a no delivery alarm. Customer does not recall any significant events leading to the error. Troubleshooting was done for alarms. Customer's blood glucose was 133 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No reset alarm was noted. The insulin pump passed the self test and the reset error test. The insulin pump had an alarm in the history due to a corrupted history file. However, the insulin pump downloaded properly to the carelink software. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.